Event description:
It was reported that the implantable cardiac monitor (icm) moved out of the human body, and was explanted and replaced with a different icm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).